Event description:
Per the clinic, the patient experienced decrease in performance, non-auditory percepts, and intermittency with device use. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted devices remain.

Manufacturer narrative:
This report is filed february 3, 2014.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013, and the patient was reimplanted with another device during the same surgery.this report is filed december 6, 2013.